Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac profiler versus another device, the rxl. Customer also repeated testing on two other triage meters and results came out normal (tni = >0.05). No pt info was provided.

Manufacturer narrative:
No pt samples were returned for testing. Product support tested retained profiler w49586 (w49584 was not available for testing) with negative control, calibrator h for tni recovery. No false positive or high bias in tni recovery was observed. No error codes or device issues were observed. All data points with cal z were below the mfg cut off of 0.05ng/ml. No false positive results were observed. No high bias in recovery was observed with cal h. One data point was below the mfg 2sd range, with a percent recovery of 84%, within the mfg final release specs. The customer's complaint of an elevated or false positive result was not observed with either control samples. The customer did not provide a pt sample for verification testing. Product support was unable to verify the customer's result and could not rule out sample specific or environmental factors that may have interfered with the analyte recovery. Device in complaint is expected to be returned and will be investigated if it is returned. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.